Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the tissue pad is detached inside the patient and has never been retrieved. It is located in the pouch of douglas, the patient is informed about it. Another device like device was used to complete the case. No patient consequences.